Event description:
User received low urine sodium result for one pt sample. Initial result 131 mmol/l, repeat 140 mmol/l. Initial result was not reported. The field svc rep was unable to find a cause. Performance tests were performed which were within spec.